Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched at (B)(6) hospital to evaluate the iabp unit. The fse left the unit on overnight and the transducer reading indicated that the pressure held steady. The unit passed all calibration, functional and safety tests. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported the customer that the cs300 intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.